Event description:
.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00060, 00062. The following dates are estimated. Only the year is known: implant date.